Event description:
The patient had previously undergone breast augmentation, in (B)(6) 2014, with a silicone high profile silicone gel implants by mentor. The patient has previously had treatment for right breast scar contracture which was released and reset and within four months from (B)(6) 2015, rapid formation of capsular contracture recurred with failure of massage and conservative management. The patient was brought to the operating room for repeat scar contracture release and exploration revision under general anesthesia. Notes from the operative report: "the implant itself appeared intact and upon further exploration and exploring the superior aspect of the implant just by blunt dissection was noted. Implant was completely ruptured at approximately 1 o'clock position well out and away from the range of the existing inframammary incision. The implant was not just a small rupture, was not wide rupture from 1 o'clock all the way to the center. This was removed..." The scar revision was completed, and a new breast implant was placed on the right side and completed. The patient tolerated the procedure well.